Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (code 110) was confirmed. As received, the monitor failed incoming pulse testing. Upon evaluation, there was solder flux residue on the j1000 jumper pins, creating high resistance. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause pulse test failures. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned contacted zoll to report that a patient's monitor displayed service code 110.